Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Device service required prompt heard.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 24th february 2016. Upon investigation it was found that the coin cell had exploded, scattering debris across the pcba. This would account for the rtc errors and the lack of a status indicator, as the bt1 coin cell provides power for the rtc and led drive circuits. Information from the coin cell supplier suggested that explosion of the coin cell may occur either due to high temperatures or a backcharge to the coin cell i.e. 18v from the pad-pak. The rtc, led drive and beeper circuitries were scrutinized extensively with no faults found. However, the transistor q44 was missing from the board and could not be located. Since this component is situated beneath the coin cell, an impact may have detached q44, causing a short circuit on the coin cell and lead to its explosion. Alternatively, the bt1 coin cell may have exploded due to a fault on the component itself. However, due to the destructive nature of this failure, no further investigation will be carried out. Information from the history log shows the device had performed to specification up to the 11th march 2018, therefore it is assumed that the coin cell had failed after this date, resulting in the reported fault. Following replacement of the coin cell, the device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. Additional stress testing was carried out at 50°c 95%rh for 5 days while performing a self-test every 20 minutes this combined testing equates to approximately 9.5 years of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
There was no patient involved. Device service required prompt heard.